Manufacturer narrative:
The device was returned for analysis. The material separation of the foot was confirmed. The failure to cycle could not be confirm due to missing components. The difficult activation is related to procedure conditions and cannot be replicated in a lab environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported difficulties and subsequent treatments are due to the circumstances of the procedure. In this case, analysis it is possible there was a deflection of the posterior needle (cuff miss) into the foot which induced the noted activation problem. The extra force then likely separated the foot leading to the foreign body. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary interventional procedure with a 6f sheath. Reportedly, there was more resistance that usual when deploying the plunger. On retraction of the plunger, a cuff miss [suture retrieval issue] was observed. A posterior foot break was noted on removal of the device. Manual compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. Post procedure an ultrasound was performed to check for the separated foot. While there were decent foot pulses and no reported patient issues post procedure, the location of the foot is not known. No additional information was provided.